Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, crt-d, implanted: (B)(6) 2015, 419488, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient's family member that the patient expired and prior to their death, the patient had been shocked a number of times because the patient's "potassium was low." The family member alleged the patient's cardiac resynchronization therapy defibrillator (crt-d) system contributed to the patient's death. Follow up attempts to obtain additional information were unsuccessful.